Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation remains unchanged as submitted under the MDR report: 0001825034 - 2019 - 03117 -1. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified damage to the threads of one hole. Porous coat on the bottom portion of the taper of the baseplate shows signs of use. Therefore dimensions were not able to be taken at this point. Dimensional analysis of the product determined that the product, where measured with no damage, was conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the sales rep that when surgeon used the mini baseplate it would not seat properly, surgeon re-reamed the glenoid but it would not fully seat. A different mini baseplate was used to complete the procedure. There was a surgical delay of three (3) minutes. No other adverse events have been reported as a result of the malfunction.